Event description:
Customer reported a malfunction with code malf 0, which was identified as a software error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue returned.